Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of incident. Customer stated that the stuck button. Customer stated that the insulin pump did not stop beeping after gone blank. Customer stated that the display returned after insulin pump restart. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device was received with all buttons responding properly and the device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected audio alarms, powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board and no unlocked electrical board keypad connector noted during visual inspection. No damage or moisture damage on keypad assembly . (B)(4).